Event description:
Complainant alleged that during functional testing, the device displayed a "pacer fault 117", "pacer disabled" and a "defib disabled" message. Complainant indicated that the there was no patient involvement in the reported malfunction.